Event description:
Facility alleged that the bed was slowly drifting down. No injury alleged.

Manufacturer narrative:
Technician found head hi low was drifting down due to bad valve. Removed valve, cleaned and replaced it to resolve this issue.